Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). An unknown lb screw was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for non returned lb screw. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured and were removed. Doctor reported that one screw was placed on april the other screw in other date, and when the first screw fractured made the second screw also be fractured. Implants are fine. Tooth location 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.